Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. The keypad was torn and removed the keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'ok' and 'down' button contacts are inverted. Observed bolus button has intermittent response to button presses and is hard to push. A hole is visible on the cover. Removed button cover and found the internal plug contact is misaligned. No contamination present. Unrelated to this complaint, observed vibration motor failure. Opened pump to examine and test vibration motor. Testing confirmed the pins on vibration motor are not making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button, down arrow button, and ok button must be pressed several times to get a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.